Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis showed no anomalies were found. In addition, analysis showed the outer insulation was cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead would not stay in place in the atrium. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.